Event description:
Suspected fracture - lead impedance high >3k. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual examination, several abrasion marks were found along the lead body. Furthermore, the conductor coils leading to the distal and medial ring electrodes were found fractured approximately 35 cm distal to the is-4 connector pin. This damage is assumed to be the root cause of the reported high lead impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of a tightly bent leadbody immediately proximal to the fixation sleeve. Further damages such as cuts into the insulation, approximately 37 cm distal to the is-4 connector pin, most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.